Event description:
Complainant alleged that the device gave a "unit failed" prompt and reported multiple "error code 7 messages." Complainant did not indicate that there was any patient involvement in the reported malfunction.